Manufacturer narrative:
On april 15, 2021, mentor became aware that patient who underwent breast surgery with two 500cc mentor smooth round moderate plus profile memorygel breast implants experienced hormonal imbalance, hair loss, weight gain, food intolerance, breast pain and left sided capsular contracture baker grade unknown, rupture and right sided cutaneous contour deformity post procedure. Date of implantation (B)(6) 2012. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced left sided capsular contracture baker grade ii post procedure. Patient did not experience bilateral rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that patient code anisomastia (3191) and device codes adverse event (2993) and deformity (2976) were erroneously submitted in initial report. Per clinicians review, correct patient code should be cutaneous contour deformity (2613) and device code material rupture (1546). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 500cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3505001bc, lot: 6580435, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast surgery with two 500cc mentor smooth round moderate plus profile memorygel breast implants experienced left sided pain and deformity post procedure. A magnetic resonance imagery was performed on (B)(6) 2019, results unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.